Event description:
Reporter alleged being unable to test on the blood glucose monitoring compact system so she took her normal dose of 30 units of long acting insulin before going to bed. Reporter stated a relative called paramedics in the middle of the night due to her being unconscious. Reporter indicated she was treated with an IV by the ambulance, contents unk however she does not remember their glucose measurements at the time. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.